Event description:
The explanted lead was discarded.

Event description:
Patient had a full revision performed. High impedance was observed prior to surgery. High impedance continued to be observed after the replacement battery was connected. The explanted devices have not been received to date. No additional relevant information has been received to date.